Manufacturer narrative:
Correction (17-may-2021): section b5, d1, d2, and d4 were updated to reflect a correction to the affected medical device. Siemens filed the initial MDR 2432235-2021-00109 on 07-may-2021. Mdrs 2432235-2021-00107_s1 and 2432235-2021-00108_s1 were filed in conjunction to this report.

Event description:
Two discordant, falsely depressed vancomycin patient results were obtained on an atellica ch 930 instrument. The falsely depressed results were reported to the physician(s) and questioned. The samples were repeated on an alternate dimension vista 1500 instrument and on the original instrument. The repeat results from the dimension vista were reported, as the correct results, to the physician(s). The vancomycin dose was adjusted for sid (B)(6) due to the falsely depressed result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin patient results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. The audit log showed that the lab manager changed the units of measurement for vancomycin. The instrument event and auto check logs show that the reagent pack were not unloaded prior to changing the units. The calibration and results exports show that a pack calibration was performed on the same pack that was on board before changing the units. A new valid lot calibration was generated using the correct bottle values and the system was fully operational. Siemens concludes the cause of this event is the operator did not enter the correct bottle values for the calibrator when changing the units. Performing a pack calibration after changing the units in a ch test definition could cause a mismatch between the test result unit value and the unit label when the system uses the previous lot calibration. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2021-00107 and 2432235-2021-00108 were filed in conjunction to this report.

Event description:
Two discordant, falsely depressed vancomycin patient results were obtained on an atellica sample handler prime instrument. The falsely depressed results were reported to the physician(s) and questioned. The samples were repeated on an alternate dimension vista 1500 instrument and on the original instrument. The repeat results from the dimension vista were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin patient results.